Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom. Additionally, it was reported that the user experienced resistance when filling a cartridge. The cartridges were filled with 200 units. The user reported a blood glucose level of 362 mg/dl. Reportedly, the user stated that the bg level was due to a large meal. The bg level was addressed with a bolus via the pump. The user successfully loaded a new cartridge.